Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked with evidence of moisture corrosion inside the battery compartment. A leak revealed leaks at the battery compartment. The returned battery cap was undamaged. The battery cap contact height and width measurements were found to be within specification. During investigation, the pump failed to power on, duplicating the power issue. The pump¿s cover was removed and moisture damage was found on the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.